Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had been not working causing the patient symptoms since 6 weeks after implant. It was noted that the patient's heart rate was went low to 30 bpm, and would not rise above 70 bpm. And that their heart rate would also rise without any notice or activity to approximately 160 bpm, causing the patient to almost pass out. It was also reported that their heart feels heavy when they bend over, and multiple times a day they feel weakness, burning, pounding, pain, and shortness of breath. It was noted that the minute ventilation (mv) sensor had been turned off due to the advisory. Boston scientific technical services (ts) discussed bringing the patient in for troubleshooting. The device remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was seen in the clinic and the pacing system checked was operating as expected. They saw some supraventricular tachycardia and non-sustained ventricular arrhythmias on the device, and the patient was scheduled for an svt ablation.